Event description:
Pt alleges having aches, pains and hair loss ever since she had them in (i.e. 3/28/1973). Pt also alleges one of her implants broke and states she had it removed and replaced with a saline device; however, operative report shows that pt had deformity of the left breast and she received another silicone implant.